Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 16 occurred. Customer¿s blood glucose value was 130 mg/dl. Reportedly, a new cartridge was successfully loaded after the pump was reset, however, a replacement pump was sent to the customer.